Manufacturer narrative:
Technician support instructed the account to isolate the coil and then the valve. The account has not returned hill-rom's attempts to determine the resolution of the alleged malfunction.

Event description:
The account's maintenance stated the head hi/low function will slowly drift down. No injury.